Event description:
The ventilator was connected to the patient when the ventilator began to smoke. The vent was removed from the patient and another vent was placed on the patient. There was no patient injury.